Event description:
It was reported to philips that a flat detector communication issue caused no x-ray exposure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the flashlite high end kit detector controller and calibrated the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).